Event description:
It was reported that noise was observed via review of egm. Clavicular crush is suspected. The lead was explanted at time of device change-out. At explant, cardiac tamponade developed. Patient was admitted to the ICU.

Manufacturer narrative:
A partial lead measuring 50cm in length was returned. Analysis found the inner insulation damaged at 30.5cm from the distal end. The etfe coating of one sensing cable was damaged at the same location. The damage found is consistent with clavicular crush. This is consistent with the observation from the field of high frequency noise.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.